Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a cardiovascular surgeon in practice 20 years, who has used the device 50 times in total of which 12 of those times were in the last 12 months. During use of the sentrant, the following complications were encountered in the last 12 months; blood loss/bleeding (3 times) , hematoma (2 times), vascular trauma (e.g. Dissection, with rupture, perforation, or tear) (2 times). These events were assessed by the physician to be related to the device on at least one occasion each. The physician assessed the bleeding/blood loss events as very concerning and somewhat concerning, the hematoma events as somewhat concerning and not at all concerning, the vascular trauma event as very concerning. The physician said the blood loss and hematoma events were due to a vessel tear and the vascular trauma was due to plaque rupture. The physician previously knew these were potential complications as listed in the IFU before the procedures. The physician had the opinion that the sentrant performed as expected when it was used. No further information has or will be provided.